Manufacturer narrative:
Peritonitis occurred on an unspecified date in ¿(B)(6) of last year¿. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a loose connection between the transfer set and the titanium adapter which resulted in peritonitis. The patient reported the transfer set dropped due to the loose connection. The cause of the loose connection was not reported. It was reported the patient received treatment from the hospital; however, it was not reported if the patient was hospitalized for the event. Treatment consisted of ¿two kinds¿ of intraperitoneal cephalosporins (no further details). The patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.